Event description:
On (B)(6) 2016 I had a surgery for breast augmentation. The doctor used 600 cc mentor silicone gel implants for this surgery. Starting end of (B)(6) 2017 - beginning of 2018, I've had the following reactions: my body metabolism increased and this lead to an increase of my body temperature; my thyroid became overactive so I was diagnosed with hyperthyroidism; my lymph nodes have been swollen most of the time; both my knees get swollen and liquid accumulates making it difficult to walk; most recently I've had numbness in my upper left back side and a rash in my back has developed; I've had difficulty sleeping; I've had memory and concentration problems; I was diagnosed with dry eyes; hair loss like never before, gastrointestinal problems, chest pains, white blood cells are high suggesting an infection. FDA safety report ID # (B)(4).